Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a lcp-df (locking compression plates distal femur) was used for a distal femur fracture case. After insertion of the cancellous screw the surgeon was not able to remove the screwdriver. The surgeon then tried again with great force and the screw and screw driver came off together. At that point the surgeon tried to remove the screwdriver from the screw without success. The surgery was completed using a non synthes screw driver. After the surgery, the synthes sales representative tried to remove the screwdriver from the screw slowly in multiple directions, and was successful. There was a report of a 15 minute surgical delay. This report is for 1 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Mfg investigation: the investigation of the complained cancellousscr shows, that indeed the hexagonal socket is strongly damaged due to mechanical overloading. We did not receive the screwdriver for investigation, referring to this we are not able to determine the exact cause for this problem, but we suppose that the tip of the screwdriver was not properly inserted in the screw head and a mechanical overloading by tightening the screw has caused this damage. We are not aware of any other similar complaints associated to the article in question, we classify this incident as an isolated case. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.